Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, describing a low blood glucose that continued to decline, with a family member waking the user due to device alarms. Symptoms included hypoglycemia with impaired awareness during sleep. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included efforts to contact the user for additional information and blood glucose details. Investigation of this case revealed that the cause could not be determined because no additional information was available and no device performance issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.